Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump would not always deliver but that there would be no alarm. No blood glucose reading was provided. The customer disconnected the call prior to transferring to helpline for assistance. The insulin pump was not returned or replaced.